Manufacturer narrative:
There is no evidence of a device malfunction. The blood loss was attributed to the operator not performing rinseback. The user's guide instructs the operator to promptly rinseback the pt's blood in the event of an unrecoverable alarm. Facility staff attributed the arterial pressure exceeded alarm to a kink in the fistula needle tubing caused by the pt moving his arm. The cycler alarmed appropriately. A direct correlation between nxstage system one and the reported blood loss cannot be established. There have been no similar problems reported subsequent to this event. Co considers this report closed. No additional information will be provided.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Towards the end of a routine hemodialysis treatment, the pt moved his arm causing the needle to move. The cycler alarmed with an arterial pressure exceeded alarm. The circuit clotted while attempting to correct placement of the needle, resulting in an estimated blood loss of 190cc. No medical intervention was required.